Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿minimum twelve-year follow-up of fixed- vs mobile-bearing total knee arthroplasty¿, written by cameron j. Killen, et al, published in the journal of clinical orthopaedics and trauma, 22 march 2019, was reviewed. The aim of this double-blinded prospective randomized controlled trial was to present the longest follow-up to date comparing the pfc sigma fixed-bearing and rotating platform implants. The results were based on 76 patients (80 surgeries) remaining from the original 132 (140 surgeries) patients. In terms of survival and success, there were exactly four failures in the fixed bearing group and four failures in the rotation platform group. In this sample of data, there was no significant difference in the risk of knee failure between the fb versus the rp groups. The probability of success for the rp implant at 15 years was 93% compared with 91% in the fb group. There were two revisions in each group. Of note, seven of the eight failures were in posterior stabilized knee implants; the single cruciate-retaining failure was due to patella dislocation at almost eight years post-op. The fb groups¿ reoperations were at an average of 49.5 months post-op. One fb revision was for persistent pain with an oversized femoral component at 10 months. One fb was found to have a loose tibial base plate on radiographs at seven years. The other two failures were due to patella fracture, patella dislocation and involved patellar augmentation only. In the rp group, the reoperations were at an average of 15.3 months post-op. Two revisions were performed for deep infections at six weeks and 11 months. The other two reoperations for patellar component loosening and patella fracture involved only patellar augmentation. There were no cases of spin-out in the rp group. The rate of complications was similar for each group. There were four diagnosed dvt¿s in the rp and three in the fb groups. One non-lethal pulmonary embolism was diagnosed in each group during the acute postoperative hospital stay. Two fb knees required manipulation under anesthesia for persistent stiffness at six weeks post-op.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.